Event description:
On (B) (6) 2009, the pt reported she frequently has air bubbles in the insulin cartridge of her infusion device. She stated she currently has a small air bubble. The pt was educated on the proper procedure to prime out air bubbles and she successfully removed the air bubble in her cartridge. She uses room temperature insulin to fill the cartridge. Her current cartridge has an exp date of 08/2007. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.